Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set occlusion at site events on 05-jun-2024 after 3 or more hours insertion. Infusion set has not been more than 48 hours. The blood glucose level was high. Therefore, patient addressed high blood glucose with correction via IV bolus. No further information available.